Event description:
It was reported that the neurologist was concerned about the battery life of a patient's generator. About a year after implant surgery, the neurologist interrogated the device and it showed 100% battery life indicator. Six months later, device was interrogated and found to be showing 25% battery was at 25% . A review of device history records for the generator shows that no unresolved non-conformances were found. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected.

Event description:
Patient was referred for generator replacement due to less than 10% battery remaining. Patient underwent generator replacement and the explanted generator has not been received to date.

Event description:
The explanted generator was received. In the lab, the pulse generator interrogated at a distance of 0.0 inches between the pulse generator and the programming wand showed that the pulsedisabled and eos warnings were set. The battery was removed. The pcba was subjected to a postburn electrical test. Results show that the pcba failed several electrical tests: r2 verification, supply current 2ma/normal, supply current off, supply current off sense, magnet detection normal, magnet response, and trim diagoncurrent. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed. Results showed that the pcba passed the following tests after the pcba was cleaned: r2 verification, supply current 2ma/normal, supply current off, supply current off sense, and trim diagoncurrent. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current and sensing conditions . Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation.